Manufacturer narrative:
(B)(4). Date sent: 09/24/2019. The lot was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that patient had linx removal. Removed due to dysphagia. There were no adverse consequences for the patient reported. The patient is doing fine. Lot not available. The device was found in the correct position at removal.